Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One abutment contour (zoa342s), screw and crown were returned for investigation. Per complaint description, the abutment screw fractured. However, visual evaluation of the as returned product identified no fracture. There were signs of wear due to usage but no apparent signs of malfunction or reported fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device or event. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (zoa342s) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw fracture and it was removed.